Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 330 mg/dl and reported the the motor anomaly resulting in louder rewind. The customer reported the discrepancy between the sensor glucose and blood glucose and transmitter battery life issue. The customer reported hyperglycemia was treated with an insulin pump. The event involved products mmt-7841zn, mmt-7020la, mmt-1884l, mmt-332a, and unomedical. Troubleshooting was performed for sensor glucose vs blood glucose and found that the insulin delivery was suspended due to the sensor glucose vs blood glucose difference. The blood glucose value was 330 mg/dl and the sensor glucose value was 50 mg/dl and the difference was greater than 30%. Troubleshooting was partially performed for hyperglycemia and later customer declined to continue with troubleshooting. The customer had been using the insulin pump system within 48 hours of the reported high blood glucose event. The customer was used the smartguard/auto mode of the insulin pump. It was found that the pump passed the self test. Troubleshooting was not performed for low/short transmitter battery lifetime and rewind issue. No further patient complications were reported. The customer will discontinue the use of the sensor. Mmt-7020la was requested, and the customer's response was that the device will be returned. It was unknown whether the customer will continue using the pump, transmitter, reservoir and infusion set. No product return is required for mmt-1884l, mmt-7841zn, mmt-332a and unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.